Manufacturer narrative:
The field service engineer could not determine a cause. He ran baseline checks that were acceptable. The customer ran calibration and qc that was acceptable. Photometer and precision testing was acceptable. Analysis of the analyzer alarm trace found there were multiple abnormal aspiration alarms on the date of the event near the time sample was processed. This is an indication of possible poor sample quality. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
There was an allegation of a questionable bilt3 bilirubin total gen.3 result for one newborn patient sample from the cobas 8000 cobas c 502 module. The initial result was 27.78 mg/dl. There was an alarm for a sample clot in the sample during testing of the serum indices. The total bilirubin result was not flagged, so it was presumed to be valid and was reported outside the laboratory. The nurse treating the patient questioned the result and contacted the laboratory. The sample was repeated with a result of 13.9 mg/dl and a corrected report was sent. The regent lot number was 548537. The expiration date was requested but was not provided.